Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced an issue where his blood glucose dropped from 200 mg/dl down to the 40 to 59 mg/dl range. Customer also stated when he calibrated with 180 mg/dl, two hours later, he received a low alert showing 70-80 mg/dl while his blood glucose was 150 to 160 mg/dl, he tried to calibrate again, and received a change sensor alarm. Calibration protocol was discussed. Customer's blood glucose was 180 mg/dl at that time. Nothing further reported.